Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a provided picture and medical records. Visual examination of the provided picture confirms the tibial plate fractured. Medical records were provided and reviewed by a healthcare professional. Patient had right knee instability, pain and swelling. No sign of infection. Poly bearing was clearly loose and easily removed. During the revision procedure, it was found that the posterior medial corner of the tibial tray had broken off leading to loosening of the poly. All components were revised with no complications noted. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003702; stemmed tibial component precoat size 4 lot# 61804466, 00595001502; femoral component precoat size e right lot# 61759732, 00597206532; all poly patella size 32 mm dia. Standard 8.5 mm thickness lot# 61803888. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was explanted approximately two months ago and the location is likely unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019-00822, 3007963827-2019-00317, 0002648920 -2019-00827. Mw5090060

Event description:
It was reported the patient underwent a right tka approximately 8 years ago. Subsequently, the patient underwent a revision of all components 2 months ago due to pain, swelling, and instability. During the procedure, it was noted that the poly bearing was grossly loose and the tibial tray was fractured. All zb components were removed without complication.